Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was reseated and the transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and continued to beep like it was exposing. No patient injury was reported.